Event description:
Covidien received information stating that the ht70 ventilator was delivering an inaccurate tidal volume. There was no patient involvement.

Manufacturer narrative:
An investigation of the returned device confirmed the customer complaint of inaccurate tidal volume. The problem was isolated to the pump. Visual inspection of the pump showed that the linear bearings were wearing onto the shaft. This was not allowing the pump to function properly. (B)(4)